Event description:
Healthcare professional reported left side ¿presenting with an infection¿, ¿pain¿, ¿change in breast shape¿, ¿local inflammation and limitations of certain movements¿, ¿MRI which showed implant rotation, lobulated contours, presenting radial folds". Devices remains implanted.

Event description:
Healthcare professional reported left side ¿presenting with an infection¿, ¿pain¿, ¿change in breast shape¿, ¿local inflammation and limitations of certain movements¿, ¿MRI which showed implant rotation, lobulated contours, presenting radial folds". Devices remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "presenting with an infection".

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, h.4.